Manufacturer narrative:
The device referenced in this report was evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. Physical evaluation of the complaint device shows: foreign material is coming out from insertion mouth-piece because insertion tube is damaged. (When using brush, foreign material comes off). Angulation is in the up direction is out of standards due to worn of angle wire. The gap of up/down knob is out of standards due to worn of angle-wire. Fluid leaks at switch one. Water cleaning function is out of standards due deformation of nozzle. The light guide lens is worn. The light guide bundle is in poor condition. The adhesive part of a-rubber is broken. The connecting tube is crumpled. The control part is polluted. There is pin hole switch one. The video cable protector is worn. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reported a gastrointestinal videoscope had a broke switch one. Upon inspection and evaluation of the returned device, the scope was found to have foreign matter coming out from insertion mouth piece, and while brushing scope; indicating insufficient cleaning/reprocessing. There is no reported impact associated with this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The cause of this phenomenon was presumed to be a differing reprocessing method from the recommended instructions for use (IFU); and, the facility staff being less trained on reprocessing and/or device handling according to the IFU. The IFU documents the following regarding the subject of reprocessing: ¿precleaning the endoscope and accessories: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.¿ the IFU also documents the following regarding insufficient reprocessing: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.